Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4). Manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that there were cracks near the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.